Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 400 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.